Manufacturer narrative:
The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification.

Event description:
The customer reported that during testing of the forcetriad generator the machine activated on its own and it kept activating even though nothing was on the foot pedal. No additional information was provided. No patient was involved in this event.